Manufacturer narrative:
Initial reporter city - (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was observed in twenty (20) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified upon visual inspection prior to use. There was no patient involvement. No additional information is available

Manufacturer narrative:
Initial reporter city - (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was observed in twenty (20) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified upon visual inspection prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from december 08, 2021 to december 09, 2021. H10: the actual devices were not available; however, five (5) companion and two (2) photographs of the samples were received for evaluation. Visual inspection along with magnification in all companion sample did not identify any abnormalities that could have contributed to the reported condition; however, the photograph was visually inspected which verified a white foreign matter that appeared inside the fluid path only in the first photo. The reported condition was verified in the photograph; however, not confirmed in all companion samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. .